Event description:
This pt offered no complaints pre-treatment. Twenty minutes before her treatment was to be terminated she complained of "not feeling good." Her physician made rounds ten minutes before and she did not offer any complaints. The treatment was terminated and the pt stated she was nauseated and had diarrhea. She went to the bathroom and vomited. Approx. 700cc and had non-bloody diarrhea. When she returned to her chair the nurse did an assessment and heard an abnormal heart rate. The pt was sent to the ER by rescue. She went into cardiac arrest in route to the hospital. Blood work was drawn when she arrived at the ER and the physician diagnosed nemolysis. The patient is in stable condition on a respirator.the staff did not notice any obvious change in color of the blood or any kinks in the lines. As no definite cause could be found, this MDR is being filed on the dialyzer.